Event description:
It was reported that the remote monitor was not reading the implantable cardioverter defibrillator (ICD) due to an inactivated implantable cardiac monitor (icm) still being in the patient. The icm was removed and the monitor resumed reading the ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).